Event description:
A 3.0mm diameter by 30mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the right coronary artery. The stent was advanced into the first half of the lesion, however, it was not possible to advance the stent to cover the entire lesion. Therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent reportedly dislodged from the delivery balloon in the proximal portion of the target lesion. A 2.0mm ptca balloon was inserted through the undeployed stent and inflated slightly. Subsequently, the s7 delivery balloon was then re-inserted into stent to fully deploy it in the proximal half of the target lesion. There was no further treatment to the target lesion. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported to the event. The lesion not being pre-dilated likely contributed to the event.